Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently delivered less insulin than requested for multiple boluses. The customer's blood glucose (bg) level subsequently increased to range from 330-380 mg/dl. Customer administered a manual injection to address high bg. A system check was performed and no pump or supply issues were identified. The customer reverted to an alternate method of insulin therapy.